Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they contacted their health care provider (hcp) on 2025-dec-12 and 2026-jan-02. The cause of the weird vibration was unknown. To resolve the issue the patient turned down stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that this past weekend and every day since then they've been having a weird vibration feeling in their bladder that they've never had before. The patient described the sensation as like a phone ringing inside of their bladder or an alarm clock going off or a motor running. The patient said the sensation was intermittent and did not happen all day; it was going on a lot on the weekend, but then on tuesday it didn't even start till 5pm at night. The patient denied any falls/trauma prior to the sensation starting. The patient mentioned that they typically felt stimulation in their vaginal area when their healthcare provider turned the stimulation up higher, patient said when stimulation was being adjusted they had a kind of a dull feeling; sometimes it was a sharp feeling in the vaginal area but they had never had anything like this vibrating in their bladder before. The patient said the sensation was almost in the abdominal area. The patient had tried turning stimulation down a notch, and the sensation went down a little bit, but then the next day the sensation came back. The patient said they cannot turn the stimulation down too low, or their symptoms would not be controlled. The patient had not tried turning stimulation off. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. The patient said they would try turning stimulation off for a day or so and see if the vibrating sensation stopped. The patient may call back for assistance changing the program.